Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) was unable to confirm the reported inflation issue, but did identify a stretched shaft outer member. The balloon was pressurized to rated burst pressure without difficulty. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the manufacturing process. No action is needed at this time as preventative actions were previously implemented and the complaint rate for this issue continues to decline. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending coronary artery that was non-calcified and non-tortuous. The nc trek 3.75 x 20 mm balloon dilatation catheter was being used for post dilatation, but completely failed to inflate. The device was removed from the anatomy and another same size nc trek was used to complete the procedure. The device was prepped according to the instructions for use and there was no resistance during removal of the protective sheath. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.